Event description:
It was reported that the battery was leaking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during receipt at the facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that the battery was leaking. No medical intervention and no adverse consequences were reported with this event. As this event occurred during receipt at the facility, there was no patient involvement and no delay to a surgical procedure.